Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer experienced low blood glucose (bg) level. Bg value and cause was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.